Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A batch review will not be performed as the lot number is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
In (B)(6) 2010, the patient began treatment with dianeal pd2 ultrabag, (dose and frequency were not reported) and extraneal viaflex, (dose and frequency were not reported), intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2010, the patient was diagnosed with peritonitis and was hospitalized the same day. On (B)(6) 2010, peritoneal effluent was cultured and analyzed. The culture results were unknown and the analysis results were pending. On (B)(6) 2010, the patient began remedial therapy with vancomycin 1gm, ip (frequency was not reported) and fortum 1gm, ip, once daily. At the time of this report the antibiotic therapy, dianeal pd2 and extraneal viaflex were ongoing. The root cause of the peritonitis was unknown. The outcome for the event of peritonitis was reported as unknown. The baxter-employed nurse reported the event of peritonitis was not related to the dianeal pd2 or extraneal viaflex therapies.